Event description:
It was reported that the part of the reamer that goes into the cordless drill snapped off inside of the quick connect component. The broken pieces were retrieved, but disposed of. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
Complaint sample was returned and the reported event was confirmed, the device was broken. The adaptor end was not returned with the sample. Both reamer end and shaft contain numerous marks and scratches indicating extensive use. It is unknown how many procedures the handle has undergone in the field. The device history record was reviewed and no discrepancies were found. No further investigation required.